Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/21/2020. Device returned to manufacturer: yes. Device evaluation: the product was received in the original lens case. The original folding carton, patient stickers, implant notification card, and additional documentation were received as well. Visual inspection under magnification revealed a detached haptic, viscoelastic residue on the optic body and haptic, and that the lens was received cut in half, which is consistent with a lens handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the tecnis toric intraocular lens (iol) was fully inserted, when the surgeon was rotating the lens into position, it cut through the patient's capsular bag. A vitrectomy was required and the iol was removed and replaced with a non-johnson and johnson lens. Reportedly, patient has recovered post surgery. No additional information provided.